Manufacturer narrative:
Attempts were made to gather additional information regarding this event, but none was available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a loss of consciousness episode while driving and drifted off the road. Boston scientific technical services advised the patient to contact her physician and not to drive. The patient reported no other symptoms. The patient's pacemaker remains in service. No interventions have been reported.